Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed.. Information available indicated that the balloon was noted to be ruptured after it was removed from the sheath. Per the device dfu, "withdrawing balloon through introducer sheath may damage balloon. Do not use catheter again after withdrawing balloon through introducer sheath." It appears that the balloon became damaged after it was withdrawn from the introducer sheath and the device dfu specifically cautions against withdrawing the balloon through the introducer sheath. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the balloon ruptured during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon ruptured during the procedure. There were no reported clinical consequences to the patient.